Manufacturer narrative:
Nuvasive reference (B)(4). Radiograph confirmed the reported event. Review of the review history records notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Patient activity at the time or prior to the event is unknown. Patient's bone quality was good. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort. The root cause of the issue remains unknown. .

Event description:
In (B)(6) 2015, tlif surgery was performed at l4-l5 to fused the segment and correct spondylolisthesis at l4. During initial surgery it was noted that the lock screws were difficult to initiate. Surgeon was not able to counter rotate and "click" lock screw during use of the reduction tower, but the surgeon was able to complete the surgery. During follow up (B)(6) 2015, the patient was noted to have slipped into grade 2 spondylolisthesis at l4. It was also noted via radiographs that the pedicle bone screw had radiolucency (halo-ring) around the bone screw and was slightly pulled out of the right l5 vertebral body. During revision surgery, it was discovered the construct was loose. The surgeon noted that the lock screws were loose at l5. The hardware at l5 was removed and additional screws were placed, extending the construct from l3 to l5. Patient is doing well post-revision.